Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Unit passed displacement test. Unit received with scratched case, pillowing keypad overlay, broken belt clip rails and cracked keypad overlay. The p-cap does lock properly. Unit received with corroded battery tube.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.